Manufacturer narrative:
One bci® capnocheck® ii detector was returned for analysis in good condition. Functional testing was performed and the complaint was duplicated. The battery compartment was noted to be cracked and the on/off key were worn off. The unit was repaired. Based on the evidence the root cause was found to be user interface as the complaint was confirmed. It was reported that there are two causes as to why the unit would not turn on. First being that the customer had dropped the unit; cracking the battery compartment so that the battery would not make contact. The second is that the on/off button on the keypad was flat from being pressed too hard.

Event description:
Information was received indicating that a smiths medical bci® capnocheck® ii detector would not power on. There were no reported adverse patient effects.